Event description:
Rapid gas loss alarm on a mega 50cc iab. Blood was noticed in the tubing and when the catheter was removed a tear was noticed along the length of the balloon. No injury or death related to this event. Datasheet reported: iabp on lil for patient s/p ohs. Zero problems encountered until 0140 when rapid gas loss alarm sounded. Iabp paused noticed approximately six (6) inches worth of blood in tubing. Surgeon was notified and a new iab obtained. Old iab removed by surgeon over guidewire, and new iab placed by surgeon over guidewire. No further problems encountered after iab was changed. Indication for use: hemodynamic instability intra-op when weaning from cp bypass.

Manufacturer narrative:
Alarms "rapid gas loss." Product condition received: the product was returned with the membrane completed unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering from rear portion of the balloon. The extracorporeal tubing was not returned. Product evaluation: an underwater leak test of the balloon, catheter and y-fitting was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. Conclusion: the reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plague in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation[n a review of the device history does not indicate any lot specific issues. (B)(4).